Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection. Cultures were taken, and antibiotic treatment was necessary. It was also reported that the antibiotic envelope was infected, and it envelope remains in use. No further patient complications have been reported as a result of this event.